Event description:
It was reported that during use with a bd facsymphony¿ biohazard leaked outside of instrument. The following information was provided by the initial reporter, translated from italian to english: the customer states that since this morning, both in run and in standby, the instrument has been leaking from the bottom left back side. 1.was the leak liquid or air -liquid. 2. Was the leak contained within the instrument? - not contained. 3. Was there spray of fluid under pressure? -no. 4. What was the fluid that leaked? -biohazard. 5. Did bio hazard leak before of after waste line - before waste line. 6. Was the waste is mixed with decontamination/bleach ? No. 7. Was the customer/bd personnel physically in contact with the fluid ? No.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report# 2916837-2020-00195 was sent in error. The leakage was discovered to be sheath fluid and was contained within instrument, therefore, this is not considered to be a reportable malfunction.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd facsymphony¿ biohazard leaked outside of instrument. The following information was provided by the initial reporter, translated from (B)(6) to english: the customer states that since this morning, both in run and in standby, the instrument has been leaking from the bottom left back side. Was the leak liquid or air ?liquid. Was the leak contained within the instrument? Not contained. Was there spray of fluid under pressure? No. What was the fluid that leaked? Biohazard. Did bio hazard leak before of after waste line ? Before waste line. Was the waste is mixed with decontamination/bleach ? No. Was the customer/bd personnel physically in contact with the fluid ? No.